Event description:
It was reported that the implantable cardiac monitor (icm) had a stored episode of asystole that appeared to be loss of sensing rather than a true asystole event. The device remains in use. No patient complications have been reported as a result of this event.